Manufacturer narrative:
No conclusion can be made at this time. However, the affiliate reports that bone fusion had not been achieved. It is likely that the lack of fusion resulted in stress being placed upon the implanted screw, causing a fatigue fracture. The device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. Review of the device history record confirmed the lot me specifications when released to stock. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports the pt's bone had not fused and as a result, the polyaxial screw sheared just below the screw head. Revision surgery was performed.